Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 276 mg/dl and 135 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.